Manufacturer narrative:
(B)(4). Reference manufacturer reference numbers (B)(4) for the two egiatrs60amt reloads used in the same case.

Event description:
According to the reporter: during a low anterior resection procedure, when the surgeon started to fire the idrive with the egiatrs45amt reload for the first fire, the knife stopped at 30 mm scale mark. After a while the surgeon attempted to fire the device again; however, the device did not fire at all. It was replaced by a egiatrs60amt reload, the surgeon attempted to fire the device, however, the device stopped firing with a few staples exposing from the jaws. Replaced by another egiatrs60amt, the device stopped firing almost immediately. After the jaws released normally, single-use handle and egia60amt were opened to continue. The last patient's status was good. The staple line was incomplete and continuously fixed from the point where the previous fire stopped.